Event description:
It was reported that pocket erosion was observed. The patient received medication and a revision procedure was performed. The device was explanted and replaced. The right atrial lead, right ventricular lead, and left ventricular lead remain implanted and in use with the replacement device. The patient was in stable condition.

Event description:
Additional information was received indicating physician suspected weight loss of patient caused/contributed to the pocket erosion.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.